Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the shock impedance had increased to greater than 200 ohms without shock delivery. At implant during shock testing the delivered shock impedance measurement was 125 ohms. The field representative suggested testing and an x-ray at the next follow-up visit. The patient will be brought into the clinic the following month. Additional information was received that during the follow-up visit the shock impedance was at 210 ohms. An x-ray was taken which showed the electrode had dislodged and the device had migrated. Therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient was fitted with a life vest until a revision procedure could be performed. No additional adverse effects were reported. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the shock impedance had increased to greater than 200 ohms without shock delivery. At implant during shock testing the delivered shock impedance measurement was 125 ohms. The field representative suggested testing and an x-ray at the next follow-up visit. The patient will be brought into the clinic the following month. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse effects were reported. Additional information was received that during the follow-up visit the shock impedance was at 210 ohms. An x-ray was taken which showed the electrode had dislodged and the device had migrated. Therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient was fitted with a life vest until a revision procedure could be performed. No additional adverse effects were reported. At this time no date has been set for the revision procedure and evidence suggests the s-ICD and electrode remain in service. Additional information was received that a revision procedure was performed. During the procedure the device was left in service, and the electrode was explanted. A new electrode was implanted successfully. No additional adverse effects were reported.